Event description:
On 2/11/93, the patient underwent a laparoscopic cholecystectomy and insertion of a right hickman catheter. On 5/3/93, the patient developed pain at the hickman catheter entrance site ( under the right clavicle) during adriamycin infusion in the physician's office. On 5/5/93 under fluoroscopic guidance, each part of the hickman was injected with contrast separately. When the red cap was injected, extravasation was noted at the level where the right clavicle crosses the first rib. This is consistent with a leak in the catheter from this site. The catheter was removed on 5/5/93device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.